Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of a procedure, the twinfix ultra anchor was cracked. Back up device was available. No surgical delay nor further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the white suture material. The suture material has been cut and there is blood on the insertion device. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.